Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Evaluation of the device on (B)(6) 2020 and it was noted that cutter blade was defective. Repair of the mesher occurred the same day and involved replacing the cutter. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. While the service technician found that the cutter was defective, which would cause the device to not create a proper mesh pattern on the graft during use, it cannot be determined from the information provided as to what caused the cutter to become defective. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source- foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher was in need of repair for does not proper mesh. Event occurred during surgery. No harm and no delay.